Event description:
The account's maintenance stated when operating the hi/low down function, only the head end of the bed will travel down. When he releases the switch, the bed will travel back up unintentionally.

Manufacturer narrative:
Tech support instructed the account to switch the connectors with the foot hi/low motor. When the connectors were switched the head hi/low function began to work. The account has not completed repairs.